Event description:
It was reported that a patient underwent a "c1-c2 fixation with sub-laminar cable using sonntag technique". During the procedure, the cable snapped during tightening. A new cable was used to complete the procedure.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms cable breakage. Microscopic examination of the cable identified material deformation noted just below the location of fracture; the less damaged individual cable strand fracture surfaces reveal a fairly flat appearance and fracture plane angulation consistent with shear overload. The above observations are consistent with shear overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.